Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). Device not returned for analysis.

Event description:
It was reported that in 2004 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was located in the femoral artery with a 5mm reference vessel diameter and a 10mm target lesion length. The lesion had 50% stenosis pre-procedure and 20% stenosis post procedure. There was no vessel tortuosity and there was no calcification at the target lesion. The lesion morphology was tight concentric stenosis. The patient experienced pain during the procedure.the patient had a six-month follow up assessment in 2005. The target lesion has not remained patent since the initial procedure. No adverse events were reported. No endovascular intervention performed since the initial procedure. No further data was provided.